Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot.(B)(4).

Event description:
The reporter indicated that, while implanting a 12.1mm vicmo12.1 implantable collamer lens, diopter -8.5 into the patient's right eye (od), the lens tore/broke. This occurred on (B)(6) 2018. On the same date, the lens was removed and an alternate lens was successfully implanted. It is unknown as to whether this occurred intra-operatively or not. "No patient injury" is indicated.

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on lens. Visual inpsection found the haptic torn. Claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that, while implanting a 12.1mm vicmo12.1 implantable collamer lens, diopter -8.5 into the patient's right (od) eye, the lens tore/broke. This occurred on (B)(6) 2018. Intraoperatively, the lens was removed and an alternate lens was successfully implanted. "No patient injury" is indicated. The surgeon reports that nothing unusual was noted during the surgery to cause this event.